Event description:
ICU patient was in the cath lab, the tubing broke near the upper fitment and fluid was found on the floor during the procedure. There was no report of patient harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.